Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called and the customer replaced the sample loop on 29-mar-2017. They have been running without problems since then. The most probable cause of the reported event was a sample loop failure.

Event description:
On (B)(6) 2017 the customer reported leak around the injection valve with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.